Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to occlusion issue, patient's blood glucose level was high and was treated with pen. The patient replaced infusion set only and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: spain.